Event description:
It was reported that a patient underwent a pvc procedure with a thermocool smarttouch catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Tip/ spline bent. During the procedure, the tip or splines of the catheter were found bent (no exposed wires). A second device was used to complete the procedure. There was no adverse event reported on the patient. Device was not used in patient. Additional information was received. The damage did not result in any lifted or sharp rings. There was no resistance or difficulty during insertion or removal of the catheter. The catheter was not pre-shaped. Additional provided picture shows foreign material inside the pebax. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 03-sep-2024 observed the shaft bent. No exposed wires. Also, observed reddish material and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 03-sep-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 28-aug-2024. The device evaluation details: the product was returned to biosense webster, inc. For evaluation. Biosense webster, inc. Then conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the shaft was found bent. No exposed wires were observed. Also, it was observed a reddish material and a hole in the surface of the pebax. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The bent tip issue and foreign material inside the pebax reported by the customer were confirmed. The potential cause of the shaft bent cannot be determined. It could be related to the handling of the device; however, this cannot be conclusively determined. The instructions for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster, inc. Quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿tip or splines of the catheter were found bent¿ issue. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿foreign material inside the pebax¿ issue. Manufacturer's reference number: (B)(4).